Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history record confirmed the device met manufacturing requirements prior to shipment. The root cause classification consistent with the reported event is consistent with use/use error as the user reportedly did not use a stylet and the IFU for the device states "during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. (Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.)"

Event description:
It was reported following a successful transseptal puncture with a non-sjm transseptal needle and a fast-cath introducer device, inner dilator material was aspirated when negative pressure was applied by a syringe to the needle. A stylet had not been inserted into the needle prior to advancement into the introducer/dilator assembly. The procedure was completed and there were no adverse consequences to the pt. Additional info was requested but not available.